Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
The article "safety of low intensity oral anticoagulant therapy in patients with bileaflet mechanical aortic valve prosthesis: a propensity weighted study" was reviewed. This study was a retrospective analysis of prospectively collected data from a consecutive series of all patients operated at the institution to determine the safety of using low intensity oral anticoagulants. From february 1998 to april 2018, patients who received an abbott bileaflet mechanical heart valve were included in this analysis and the safety profile of low intensity oral anticoagulant therapy was confirmed. There is no allegation of malfunction against the abbott devices. The primary author is antonino s rubino, md phd, of division of cardiac surgery, department of translational medical sciences, university of campania ¿luigi vanvitelli¿, naples, italy. The corresponding email is: antonio.rubino@hotmail.com.

Manufacturer narrative:
8 thromboembolic events, 6 hemorrhagic events, 5 ischemic stroke events, 3 cerebral hemorrhage were reported. A more comprehensive assessment could not be performed since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.